Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error message e315" could neither be confirmed during the device's inspection, nor reproduced. Scope communication error b30 was confirmed to have occurred intermittently; the device was found to have passed the leakage test, and the inside of the scope connector was dry. A further cause of the suggested phenomenon "e315" could not be presumed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the evis exera iii colonovideoscope had a b30 scope communication error and an e315 scope error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. The issue occurred due to a defective plug unit. It was also noted that the insulation was low and switch #1 was cut. The angulation was low and had play was noted on the knobs. There were deep scratches on the plastic cover. The objective lens had a big chip, which affected the image and light guide lens was cracked. The bending section rubber glue was cracked and the insertion tube was snaky. The light guide tube was buckled and had scratches. The scope connector had a defective plug unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.